Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure of the device to power on was observed. The device's power management board and system board were replaced to address the issue. The device's lcd screen and the navigational buttons were found to malfunction. The device's lcd screen and front panel/keypad led board were replaced to address the issues.